Event description:
Patient had spaceoar hydrogel implant in preparation for radiation therapy for prostate cancer. 2 weeks later, he presented to the emergency room with rectal bleeding and pain. Flexible sigmoidoscopy revealed a hemorrhagic ulcer in the anterior rectum.